Manufacturer narrative:
Date sent to the FDA: 05/10/2021. Additional h-3 summary: visual analysis of the returned sample determined that one opened sample of product code vcpb841d was received for evaluation. The product code is control release and required eight strands per packet. Visual inspection of the opened sample the detached needles, the swage and attachment area was noted to be as expected, marks by the surgical instrument were noted and no suture remnant could be observed into the barrel hole. The suture was not received for evaluation to determine the assignable cause. No conclusion could be reached as to what caused the reported complaint. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Date sent to the FDA: 05/10/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). The following information was requested, but unavailable: what was being done when the needle came loose from the suture (removal from package / during passage through tissue/ during tying? No further information is available. Was the needle removed from the patient during the same procedure? No further information is available. What tissue/location was suturing when pull-off occurred? No further information is available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This is a combination product, and the event has been reviewed for both the suture and the triclosan. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ 472 g/m.

Event description:
It was reported that a patient underwent a total hip replacement surgery on an unknown date and suture was used. During the procedure, it was found that the needle in the 7th slot had been detached from the suture. It was a control release needle. No adverse patient consequences were reported. Additional information was requested.